Event description:
The pt has an implanted vagus nerve stimulator for the treatment of major depression. Every five minutes, when the stimulator is activated, the pt experiences pain in the right sided teeth and jaws lasting for 30 secs. Attempts to reduce the amplitude of stimulation have not stopped the pain.